Event description:
A nurse reports that a white weld mark was noted on the joint of the haptic/optic of the intraocular lens after insertion. Slight enlargement of the incision was required to accommodate removal and replacement of the lens.